Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the cable of mega suturecut needle driver broke. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The mega suturecut needle driver instrument was inspected prior to use and no issues were identified. The issue occurred while suturing and there was no instrument collision. There were no issues opening/closing the grips or with the up/down or left/right motion of the instrument. A cable was protruding at the distal end of the instrument, and no fragment fell inside the patient¿s anatomy. The instrument was available for return, but no images or video were available. Isi received the mega suturecut needle driver instrument and performed failure analysis testing. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.